Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced, and the unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit would intermittently not switch to mechanical ventilation when requested. There is no report of patient involvement.